Event description:
Ous MDR - after an implant duration of 9 months it was reported that the patient with these leads experienced a pre-syncopal episode. Noise was detected on the right ventricular and right atrial channels upon reviewing an electrogram. The lead measurements were within range and an x-ray revealed no lead damage. No further adverse patient side effects have been reported. The device has been reprogrammed and the patient will be monitored.

Manufacturer narrative:
Ous MDR - the leads were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular leads. The manufacturing process for these leads was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the leads were not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing.